Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an inaccurately high result when tested with control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that on an unknown date and time, he obtained an alleged inaccurately high control solution test result of ¿174 mg/dl¿ compared to the expected range of 123-167 mg/dl. The patient was unwilling to say how he manages his diabetes or whether he made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. He reported that as a result of the alleged issue, he developed symptoms of ¿dizzy, sweating and blurry vision¿. He denied receiving any treatment for his symptoms beyond his normal diabetes care and management routine. During troubleshooting, it was established that the patient¿s test strips had been stored correctly, the test strip vial was not cracked or broken and the meter was set to the correct unit of measure. The patient described the correct testing steps and reported that he was using the correct control solution which was within expiry date. The patient refused to walk through a control solution test with the cca. The call was disconnected. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Dizzy, shaking and blurry vision, after obtaining an alleged inaccurately high control solution test result on the subject meter.